Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ breast pain: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Event description:
Patient representative reported, a future explant and replacement surgery. Healthcare professional, later reported, right side presence of periprosthetic fluid, profile irregularities, pain. And asymmetry of shape and volume. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, visibility/palpability.

Event description:
Patient representative reported a future explant and replacement surgery. Healthcare professional later reported right side presence of periprosthetic fluid, profile irregularities, pain, and asymmetry of shape and volume. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient representative reported a future explant and replacement surgery. Healthcare professional later reported right side presence of periprosthetic fluid, profile irregularities, pain, and asymmetry of shape and volume. Device has been explanted.